Event description:
Prisma set was connected to patient receiving crrt (continuous renal replacement therapy) and the tubing snapped off from the adapters into the eva mixing container. Dialysis discontinued.